Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of (B)(6) 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by o&m halyard, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to o&m halyard, inc. O&m halyard, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This

Event description:
During a retrospective review with the FDA esg help desk it was determined that this complaint was sent to the test region and not the FDA production region; therefore, this complaint is being submitted to the production region on (B)(6) 2019. It was allege by a doctor that the anti-fog green surgical masks are prone to condensation and drops into the surgical site. Additional information was requested but not received.